Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3487a-45, lot# j0357397v, implanted: (B)(6) 2004, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-45, lot# j0564140v, implanted: (B)(6) 2005, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was involved in a car accident in 2009. The patient felt a pulling sensation near the spinal cord stimulation system that night. Four days later, for the implantable neurostimulator (ins) replacement, the physician looked at the patient and wanted to know what happened to her. Three weeks later the patient felt no stim, and had not felt stimulation since then.

Event description:
It was reported that the patient had no stimulation sensation. There was no known accident or incident relate to this event. It was noted that the device died 1.5 years after it was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3487a-45, lot# j0357397v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-45, lot# j0564140v, implanted: (B)(6) 2005, product type: lead. (B)(4).